Event description:
It was reported through remote transmission that the device was found to be in backup vvi mode. The patient was asymptomatic. A device download was performed successfully. The device remains implanted. The patient was in good condition afterwards and will continue to be monitored.